Manufacturer narrative:
Results: based on the information available no root cause can be determined; inherent risk of procedure (stent deformation); no device received for evaluation. Conclusion: based on the information available no root cause can be determined; known inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to treat a moderately calcified lesion with 80% stenosis in the circumflex (cx) using an endeavor resolute drug eluting stent. The vessel was moderately tortuous. It was reported that physician encountered difficulty attempting to load the device onto guidewire. Physician then noted that the stent was displaced on the balloon. The whole system was pulled back successfully. The procedure was completed using another brand stent. There was no injury to patient. The device was removed from packaging, inspected and prepped with no issues noted. It was reported that the stent deformed in-vivo during positioning. Physician believes event was due to use of device in difficulty lesion morphology/anatomy.

Manufacturer narrative:
Evaluation, results: patients' condition affected effectiveness of device (patients' vessel/lesion morphology). Conclusion: device failure related to patient condition (patient's vessel/lesion morphology).

Event description:
Evaluation summary: the distal tip was flared. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 8th and 15th distal segments were misaligned with slightly raised struts.